Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Patient code: no code available ((B)(4)) used to capture the insufficient information.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient replaced poly liner due to wear. Could not see any numbers on liner. Only lot number on head. No other info available. Doi: 2008, dor: (B)(6) 2020, affected side: right hip.